Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: pxc141200/05013038, pxc141000/04843599, pxa260300/05146175.

Event description:
In 2007, this patient underwent endovascular repair using four gore excluder aaa endoprosthesis. All devices were explanted at the time of surgery because adequate seal could not be obtained. The devices were destroyed, and the patient was successfully converted to open repair.